Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the pacing lead, the operator encountered difficulties while passing from the superior vena cava (svc) to the right atrium and the lead was bended multiple times. The lead had a risk of rupture due to multiple bending and it was removed and replaced. After the new lead was in place, the patient died due to weak body, general anesthesia and long operation time.